Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device never alarmed, but had stopped infusing. Patient was off medication for approximately 2 days. Patient restarted at current dose and now reporting headache, diarrhea, vomiting. Patient then spoke with medical doctor and was instructed to decrease pump rate today to 0.022ml/hr. With dose weight of 69kg, new dose is 53.14 ng/kg/min. No changes in breathing due to no infusion, just reported side effects. Medical doctor aware and gave titration orders to patient to get back to maintenance dose. Pump was in use when fault occurred. Lapse in infusion did occur with side effects due to malfunction.

Manufacturer narrative:
Other, other text: d3, g1,g2 email is: (B)(4); b3: date of event is unknown; a1 updated. One device was received for evaluation. Visual inspection found a cracked syringe port, and a scratched screen. The visual inspection confirmed the reported problem. To conduct functional testing the device was powered up. Upon power up, the device displayed error code 121, the error code is associated to an intermittent motor which is related to customer's notes about pump stopped infusing. The root cause of the housing damage was unable to be determined; however, the most probable cause of error code 121 is due to an intermittent motor. To address the issue the rear housing and motor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.